Event description:
In 2006, placed double lumen bard nxt PICC line into left basilic vein. A week later, lue superficial thrombus and dvt from origin of PICC line into basilic vein and into subclavian vein - doppler detection.